Event description:
While conducting routine testing in a laboratory setting at the mfg facility, an arena hemodialysis machine had completed a heat clean cycle and was soft powered down for the night. A heat clean cycle is an automatically controlled procedure, performed after dialysis, which circulates water, disinfect the tubing and fluid component interiors. The soft power down machine mode turns off the displays, pumps, heater and other components but keeps the control systems active by keeping the computer electronics energized. One hour later, a laboratory technician smelled a burning odor. Smoke and flames were observed coming from the machine. The fire was limited to this one machine and some heat damage to nearby machines. There was no injury or medical intervention associated with this incident.